Event description:
It was reported that during implant of lead in right ventricle apex, the stylet was stuck inside the lead and was not possible to extract. Lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that inner tubing kinked/buckled, blood was noted on the stylets/guidwire, and the lead appeared damage at implant.